Event description:
It was reported that during a cadaver lab, the slap hammer broke at the pin connection when the surgeon tried removing a trial. The broken fragment was retrieved and the procedure completed with no further problems.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The slap hammer was received fractured at the adaptor end. There were some minor scratches on the surface and nicks on the outer sleeve of the quick connect. Manufacturing investigation determined that the complaint condition was due to an unknown cause. The complaint was deemed indeterminate from a manufacturing position. A product development evaluation was also performed. Design evaluation determined that the slap hammer broke at the threaded connection directly below the pin. This pin weakens the threaded shaft by removing material from the threaded interface. In addition, the material is not optimal for impact resistance. Due to the result evaluations, the complaint was deemed valid from a design perspective. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).